Manufacturer narrative:
Other device involved in this event: controller/serial number: (unk). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that two controllers were sent back to heartware due to misalignment of the rubber ring between the controller and the power connector. The vad coordinator suggested that this may lead to loose power connector. The controllers was not used on patient.

Manufacturer narrative:
The instructions for use further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." The reported event of a loose component could not be confirmed on the returned devices. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis revealed that the devices passed visual examination and functional testing. Analysis of the devices did not reveal the reported misalignment of a rubber ring. No failure detected, the reported event could not be duplicated at the bench level. Other device involved in this event: controller-con191706- exp date- 2016/11/30, MFR date- 2015/11/30, return date- 2016/09/15 (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.